Event description:
The customer reported via phone call that the insulin pump experienced an issue which prevented the customer's use of the device. The customer stated that she had previously been hospitalized due to high blood glucose and had been off the insulin pump. The customer did not know the blood glucose reading. She stated that when she went to put the insulin pump on, she found that there was a green plastic plug in the battery compartment that was not loose. She reported that the piece was shaped like a cone and prevented her from putting a battery into the compartment. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-47807.